Manufacturer narrative:
The insulin alarmed during prime test due to cracked end cap also, unable to complete functional testing due to a33 alarm. No loose drive support disk was noted during our visual inspection. The insulin pump was received with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed during the prime. She did not recall the blood glucose reading. The drive support cap was flush. The caller was advised that the customer should discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. She was advised that the insulin pump would be replaced and agreed to return the product for analysis.